Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient received inappropriate therapy for af with rvr and oversensing and noise. The patient presented to the ER after receiving inappropriate shocks. The device diagnosed a vf inappropriately due to fast svt. The lead replacement was suggested. The lead was laser removed. The patient is stable.

Manufacturer narrative:
A complete lead was returned in two segments for analysis. Three internal abrasions were noted under the svc shock coil. The ring electrode lumen was breached and one cable insulation was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented into the ER after receiving a vibratory alert. Noise was observed on the ventricular channel. Review of the session records revealed episodes of non-sustained rv oversening due to lead noise. The lead was not reproducible in clinic. All the lead measurements are in range. The patient will be set up with merlin.net transmission and closely monitored for increasing lead noise.